Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (germany) the patient experienced ineffective stimulation. X-rays revealed the lead had migrated. Surgical intervention was undertaken on (B)(6) 2018 wherein the lead was repositioned which resolved the issue. Effective stimulation was restored post operatively.